Event description:
Literature article received. This report is being filed after the subsequent review of the following literature article: egol, k. Et al (2012). Fracture site augmentation with calcium phosphate cement reduces screw penetration after open reduction-internal fixation of proximal humeral fractures. Journal of elbow and shoulder surgery, 21, 741-748. This is a retrospective study of patients who experienced an acute traumatic fracture of the proximal humerus that were treated with an open reduction-internal fixation with a proximal humerus locked compression plate. The study compared no augmentation, augmentation with cancellous chips or sugmentation with calcium phosphate cement. Overall, 92 of 114 patients met the inclusion criteria for the study. The mean age was 61 years (range of 22-84 years) and included 68 women and 24 men, with a mean age of 62 years for women and 56 years for men. There were a total of 20 complications identified in the study. In addition, there were two complications noted for patients not included in the study. The following serious injury/reportable malfunctions were reported: 8 patients experienced intra-articular screw penetration and were revised. Three additional patients intra-articular screw penetration and were not revised. One additional patient, who was excluded from the study, experienced an iatrogenic screw penetration and were was revised. This is report 2 of 3 for (B)(4). This report is for an unknown proximal locked screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown proximal locked screw/unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.